Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error alarm during testing due to moisture damage on electronic assembly. No frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen, the buttons were not responding. The customer's blood glucose value was 236 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had pump error before open book image on screen. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.